Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for three patients tested with coaguchek xs meter serial number (B)(4). Of the three patients, one had an erroneous result from the meter. At 14:10, a sample from the patient was tested using the meter, resulting with a value of 4.8 inr. At 14:15, a sample from the patient was tested in the laboratory using the thromborel s method, resulting with a value of 3.5 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive a change in warfarin dose based on the measured results. The patient's therapeutic range is 3 - 3.5 inr. There have been no changes in the patient's diet.

Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.